Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for an abdominal aortic aneurysm, bilateral common iliac artery aneurysms, and a left internal iliac artery aneurysm using gore® excluder® iliac branch endoprosthesis. Intraoperatively, after deploying an iliac branch component (ibc), there was difficulty cannulating the right internal iliac artery, and guidewire manipulation during the cannulation caused a dissection in the internal and external bifurcation of the right iliac artery. Subsequently, cannulation to the true lumen of the right internal iliac artery was successful, and the procedure was continued. Delivery of an internal iliac component (iic) from the contralateral side into the right internal iliac artery was attempted, but due to strong tortuosity of the vessel, it could not be advanced to the right internal iliac artery. The iic was removed and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was successfully implanted in the right internal iliac artery instead of the iic. Final angiography showed an endoleak in the right side, and a distal type I endoleak, or a type iiia endoleak from the junction of the vbx stent graft and the ibc were suspected. The endoleak was decided to monitor and the procedure was completed. Reportedly, endoleak confirmation by CT examination was not performed post-operatively. On an unknown date (B)(6) 2025, postoperatively, the patient complained of numbness in the buttocks and skin discoloration was noted. Examination confirmed disseminated intravascular coagulation (dic). Medications were administered and the patient is reportedly improving. The physician reportedly stated as follows: - the vessel tortuosity was so strong that the iic was not likely to be delivered. - there might be a possibility that the endoleak contributed to dic. - in addition to dic, it is also possible that the left iia embolization procedure may have caused a blood clot to move, resulting in an embolism.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d12: according to gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: malapposition, vessel thrombosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, annex d code was updated to reflect results of investigation.